Event description:
It was reported the customer had cosmetic damage to their insulin pump. Customer stated there was a crack on the left side of their display screen. The customer stated they may have pressed against some object while working. Customer also reported exposing their insulin pump to moisture from sweat. The customer's blood glucose was unknown. However, the customer stated they had been experiencing high blood glucose from inactivity. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip. No moisture damage was noted on the electronic assembly.